Event description:
It was reported that the surgeon was facing a challenge of down deflection. As a result, a laser fiber could not be passed through the channel in this area. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, " laser fibre was not passing through the channel at distal end (near to the deflection point at distal end of the instrument), surgeon was also facing a challenge of down deflection in lower calices.", could only partial be confirmed. There has been not restriction in the working channel found, which could explain the problem to pass a laser fiber - most probably, the laser fiber has tried to be passed when the endoscope has been deflected. The rupture of the steering cable is most likely due to mechanical overload by applying to much force during use. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).